Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2023-05087. It was reported that during drg trial procedure the patient vomited, possibly aspirated and the procedure was subsequently abandoned. Patient was sent for x-rays of his lungs. Per most recent update patient is doing okay.